Manufacturer narrative:
This report is filed august 24, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct serial number is (B)(4); not 020120459662 as previously reported. This report is filed june 25, 2015.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the ear canal. The device was explanted on (B)(6) 2014, subsequent to inadvertently pulling out the electrode array by the ent specialist while attempting to clean the external ear canal. The patient was reimplanted with a new device during the same surgery.